Event description:
It was reported that there was a defective keypad issue. The unit is getting power as the ac lamp is illuminated but the "unit is unable to be switched on." There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
The customer reported complaint of pcu ac lamp is illuminated but the "unit is unable to be switched on modules will be replaced was confirmed. During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, 1 out of 1 keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Test results identified that certain keys were not functioning on the returned keypads. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective keypad issue. The unit is getting power as the ac lamp is illuminated but the "unit is unable to be switched on." There was no patient harm. It was reported that the issue was noted before patient use.